Event description:
During a clinical trial, it was reported that a patient underwent an unknown cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and the shaft of the catheter broke causing wires to be exposed. During the procedure, the shaft of the catheter became physically broken, when introducing it into the heliostar balloon. The catheter was changed to a new one of the same type. The procedure was completed successfully with no patient consequence. The damage resulted in wires/internal components being exposed. There were no lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter; however, the lasso star is very thin and easy to damage. There is no picture available. The issue was found far away from distal part. The catheter was not pre-shaped. A guidestar sheath 13.5f was used. It was not reported that the catheter separated into two or more pieces.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 09-jun-2022. During a clinical triai, it was reported that a patient underwent an unknown cardiac ablation procedure with a lassostar, 10p, dia 15mm loop size and the shaft of the catheter broke causing wires to be exposed. During the procedure, the shaft of the catheter became physically broken, when introducing it into the heliostar balloon. The catheter was changed to a new one of the same type. The procedure was completed successfully with no patient consequence. The damage resulted in wires/internal components being exposed. There were no lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter; however, the lasso star is very thin and easy to damage. There is no picture available. The issue was found far away from distal part. The catheter was not pre-shaped. A guidestar sheath 13.5f was used. It was not reported that the catheter separated into two or more pieces. Device evaluation details: the lassostar catheter product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection test of the returned device. The device was visually inspected and was found the shaft broken at 56 inches from the proximal end with electrical wires exposed. A manufacturing record evaluation was performed for the finished device 30638525l number, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: if a lassostar¿ catheter is used with the heliostar¿ catheter, do not extend the heliostar¿ catheter beyond the sheath tip until the lassostar¿ catheter has been fully advanced out of the guidewire lumen. This unit was inspected prior to leaving the facility. There are functional tests and inspections at control points based on the process flow diagram (pfd) of this device, per its part number, that indicates proper manufacturing in accordance with documented specifications and procedures. At this time, it is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 14-mar-2022. It was reported that the issue was found far away from distal part. Additional information was received on 16-mar-2022. It was reported that the damage was found on the part of the shaft outside the patient. The damage was not discovered during preparation before catheter was inserted into the patient. It was found during insertion of the catheter into the shaft of the heliostar balloon. The shaft of the catheter is very thin and got bent when pushing it forward. As the name of the healthcare provider and contact information were provided, the e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter email, e2. Health professional, and e3. Initial reporter occupation were updated. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).